Manufacturer narrative:
No additional information is available for this event.

Event description:
A customer reported to beckman coulter inc. (Bci) receiving six unicel dxi wash buffer cubitainers that were leaking. The customer did not report and affect to patients or end users in association with this event.